Event description:
It was reported that the balloon of the foley catheter ruptured and the customer stated that there could be a few causes for the balloon rupture such as bladder stones, improper inflation and using saline for inflation.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object, exposure to petrolatum based products, mechanical failure/operator error). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex foley catheter ifus are found to be adequate based on past reviews.